Event description:
See initial report.

Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. The investigator could not reproduce the reported issue: the device was tested several times and no error was found. Subsequent functional verification testing was completed without issues and the unit was returned to service. Since no malfunction/error was highlighted, a hardware failure can be ruled out. However, it cannot be excluded that a temporary loose connection between the clamp control board and the rotor may have led to the reported issue, which was fixed during service activity by re-establishing connections before functional test.

Event description:
Livanova deutschland received a report that an arterial clamp is defective during a procedure. There is no report of any patient injury.

Manufacturer narrative:
Livanova deutschland manufactures the s5 erc tubing clamp. The incident occurred in new hyde park, new york. The livanova field service representative in charge could reproduce the error "arterial clamp defective" in the claimed clamp. The complained erc was a loaner erc and has been replaced another loaner erc under warranty. Functional verifications were performed, and tests were all conforming. Unit is back in service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.